Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
Customer reported low blood glucose (bg) levels . Bg level reported was 69 mg/dl. Customer ingested sugar to address low bg. The customer thought that the pump settings may have been the cause of the low bg level. Tandem customer technical support (cts) had the customer perform a system check and the pump was found to be functioning as expected. Cts advised the customer to consult with a healthcare provider to confirm that the pump settings were correct. The customer acknowledged.

Manufacturer narrative:
Product was received; however, evaluation was not performed.

Manufacturer narrative:
Correction: added : m015584.